Event description:
Pt underwent left quad tendon repair in 2006 at an outpatient facility. One month later, required I & d for septic knee. Five months later had synovectomy, I & d of joint, removal of retained sutures and lateral releases with post-op diagnosis of reaction to tycron suture within the pt's knee.